Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2013. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that there was an alert triggered due to superior vena cava (svc) impedance out of range on the right ventricular (rv) lead. It was noted that the alert limits were tight for the impedance. There was discussion on option of increasing the alert limit. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.